Event description:
Pentax medical was made aware of the following complaint: "image disturbance" that was observed in the operating room, during inspection in the emea region, involving pentax medical video gastroscope model eg27-i10, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The device was received at pentax medical bulgaria for further evaluation. The charged couple device (ccd) will be replaced as part of the service request. No additional information provided. On 07-sep-2021, a device history record (DHR) review for model eg27-i10, serial number (B)(4), was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 25-mar-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 25-mar-2021.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.